Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced on site by a filed service engineer (fse). During on-site inspection revealed a water shortage and dirty filter element, the 5v voltage on the lvps was unstable. Which suggest maintenance and replacement. No 505 error was reported. Based on the investigation results, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that prior to the procedure, it was found that the circuit malfunctioned and alerted an error code f505. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that prior to the procedure, it was found that the circuit malfunctioned and alerted an error code f505. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.